Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 12/2013 - initial use.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A download of a (B)(6) y/o female pt's data revealed a treatment. The pt also had what appeared to be four valid asystole events. Asystole is a non-treatable rhythm with the lifevest. A pt service rep (psr) stated that she was doing a f/u visit. The psr stated that upon arrival to the pt's house the firemen, paramedics, and family found the pt dead. The psr stated that she spoke to the pt and the pt said that her brother was coming over during the f/u visit. The psr stated that the pt's brother was the first one at the house and found the pt dead. Double counting contributed to the false detection. A review of the downloaded data showed that the response buttons were not pressed during the entire event. The pt was wearing the lifevest at the time of collapse on (B)(6) 2014. The initial life threatening rhythm was severe bradycardia. The device properly detected asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non shockable rhythms. Prior to the severe bradycardia, the pt experienced four shocks on sinus tachycardia. Zoll cannot definitively rule out the inappropriate treatment as a contributing cause of the death.